Event description:
It was reported that during an infusion the set was found to be leaking and the patient did not receive medication. The patient status and medical intervention is not known.

Manufacturer narrative:
MFR's report date 08/29/97. The set was returned for eval. The returned sample was visually and functionally tested. While flushing the set a hole was noted in the tubing. The MFR inspected and tested the sample and concluded that the cut in the tubing was created by a canula. No correlation was found to the hole/tubing cut having resulted during MFR. We were unable to determine the exact cause of the hole, however it is suspected that it occurred at the user facility. The MFR requested pt info from the hosp. No pt info was available.